Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 25x daily and manages her diabetes with apidra insulin. The alleged issue began on (B)(6) 2012 at 1am. The patient denied making changes to her usual diabetes management routine. About an hour prior to the start of the alleged issue, the patient claims her husband found her "passed out" and incoherent. The patient was immediately administered a glucagon injection as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca was unable to walk the patient through resolving the alleged issue. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred and there is no evidence the patient received inappropriate treatment due to the alleged issue. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.